Event description:
Reported due to a retroperitoneal bleed and death. The vascular surgeon attempted an arteriotomy closure using a preclose proglide device after an interventional procedure at eight (8) a.m. In 2005. An angiogram was performed. However, the vessel location, size, and condition were not reported. There were no reported problems during the procedure or the closure procedure. The pt was returned to the unit as per "usual" procedure. It was reported that her "blood pressure dropped" and she became "nauseated, cold and clammy" around two (2) pm. A code was called, however, a cardiac arrest was not reported. It was reported the pt was "stabilized" and an ultrasound was performed which revealed a retroperitoneal bleed and a hematoma of an unspecified size. That evening, another vascular surgeon reportedly evacuated the hematoma and pronounced the pt to be "fine." She remained hospitalized "due to her other medical problems and expired in the hosp about five months later. The pt's cause of death is unk; however, during deposition the physicians reported: "the perclose device had nothing to do with her death." Although requested many times, no additional info was provided.